Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose. The customer had experienced a high blood glucose level of 470 mg/dl. The customer's current blood glucose level was 369 mg/dl. They have not treated their high blood glucose level yet. The customer did not mention any symptoms of their blood glucose levels. Troubleshooting was performed and insulin exited without incident. It was noted that the insulin pump's programming had been changed about a week prior to the high blood glucose. The customer was to be sent a tubing clamp and will call back to perform the no delivery test. The device will not be returned for analysis.